Event description:
It was reported that on (B)(6) 2012 the patient experienced complete heart block. The lead exhibited high thresholds. On (B)(6) 2012 the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.